Event description:
The patient, an infant who was sedated and on a ventilator. She was being turned every two hours. The nurse turned the baby on her left side. The ventilator circuit came across the patient's right arm. Two hours later, the nurse found a burn mark where the ventilator circuit had laid across the patient's arm. The temperature reading was 31.8 although it was set for 35.1. The "c" was flashing, which indicates the heater is warming up, but no alarm was sounding. The entire set up was removed and replaced, and the heater warmed to 35.1. When the nurse turned on the overhead bilirubin light, the heater temperature dropped to 30.8 and then it started to alarm. The circuit itself was cold, but at the base, it was hot. The whole system was changed out and the nurse put the patient on a bili blanket. She put the temperature probe for the ventlator outside the crib. Teleflex sent two representatives to examine the ventilator, heater and circuit. It is unclear if the bili-lite has anything to do with the malfunction. We have an older heater, and there have been issues with the wiring harness, according to the rep, but he said that does not explain the heat we experienced. He has taken the heater for further evaluation. In his opinion the ventilator is not involved, so that is still in the hospital. The patient sustained first degree burns and a small second degree burn. The first degree burns have healed and the second degree burn is being treated with ointment. It is not anticipated that surgical intervention will be necessary.